Event description:
An applier with a malfunction report was mistakenly sent to another site on 7/25/96. They asked for feedback on the analysis. Qc was told the event was not reported to co. The info co had was two clip appliers "did not work". They had no further info except qc in purchasing sent one to them with a note saying the clip applier "did not work properly when being applied to the intestine." The date on the note from qc was 5/18/96. The rep was notified to try to gather info. 9/23/96 rep reports the er320 misfired.